Event description:
It was reported that the back and the "relief pressure" knob appears to be damaged. It¿s all loose and floppy. There are also some bits rattling around inside the vent. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged relief valve as well as screws loosed inside device. The relief valve was replaced to fix the issue.